Event description:
The end user alleges he was ascending the ramp at his home when the chair failed, dislodging him from the chair which resulted in him falling down the ramp. The user hit his head during the fall and sustained neck and back pain. Details of the event were not rec'd until 10/27/2009.

Manufacturer narrative:
Method - device eval anticipated, but not yet begun. Conclusions - the device is being held pending lawsuit. A follow up report will be submitted upon completion of investigation.